Manufacturer narrative:
Abbott field service individual was dispatched to the account and found the analyzer pre-trigger check test failed and observed that the pre-trigger hose fitting attached to the manifold had leaks. The tubing, pre-trig flush to upper manifold, (rohs) (part 7-200162-01) was tightened to resolve the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a device history review, a labeling review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate and the architect system operations manual addresses operational precautions and limitations; and addresses troubleshooting of erratic results, including suggesting tightening of the tubing, pre-trig flush to upper manifold, (rohs). Maintenance log review showed the analyzer daily maintenance was not completed by the customer on the days the falsely nonreactive specimen results were obtained, (B)(6) 2017. The issue was resolved through standard troubleshooting procedures. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple (B)(6) patient results while using the architect i2000sr analyzer. The following data was provided (s/co). Patient 1: sid (B)(6) (tested march 14, 2017) 0.83 ((B)(6)). Sid (B)(6) was initially tested on march 8, 2017 and was (B)(6) (707.92). Repeated using another analyzer (sid 211302) 658.02 ((B)(6)). Patient 2: sid (B)(6) (tested (B)(6) 2017) 0.31 ((B)(6)). The same specimen was tested on (B)(6) 2017 (sid (B)(6)) and was (B)(6) on the same analyzer (764.88) and another analyzer 673.78. Patient 3: sid (B)(6) (tested (B)(6) 2017) 0.00 ((B)(6)) the same specimen was tested on (B)(6) 2017 (sid (B)(6)) and was (B)(6) (5.27) on the same analyzer and another analyzer (5.24). No impact to patient management was reported.